Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the objective cover lens at the distal end is damaged/chipped. No other defects were observed. The cause of damaged distal end cover lens is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer trueview ii, autoclavable rigid telescope¿s ¿cover lens is chipping¿. The customer reported issue was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cover lens chipping occurred due to user error, improper handling and application of excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.